Event description:
It was reported that the user experienced a low glucose event after breakfast following a meal announcement, with glucose reported as high at 269 mg/dl after the announcement and later decreasing to a low of 57 mg/dl; the user treated with oral glucose and had been advised to contact the clinical support line for ongoing issues. Symptoms included hyperglycemia followed by hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.